Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause of having to charging more often was not determined. The patient had a new battery placed on (B)(6) 2018 to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the ins battery was not lasting as long as it used to, and the patient had to charge more often. The patient stated they used to charge every two weeks. They reported that last week the ins battery drained quicker and had suddenly gone from lasting two weeks to four days. The patient noted they had not changed settings nor had a routine reprogramming session recently. They stated they had been on the same settings for a long time. They reported they would charge until it was full and it would take three to four hours to charge from empty to full. Recharging best practices were reviewed with the patient. The patient was redirected to follow up with a healthcare professional. No symptoms were reported. No further complications were reported. Follow up was conducted.